Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. We suspect that the cause of the deviation are the misaligned jaws of the clip applicator. There is the possibility for a maintenance related deviation due to an improper visual inspection. The product must be checked for visual damage or bent components before each use. Additionally, there could also be the possibility of an improper handling during surgery. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl569t-ligating clips m/l 12/box. According to the complaint description, it was reported the use of pluriuse videolaparoscopic place-clip instrument for placing a clip in cystic artery and cystic duct. During the surgery procedure of videolaparoscopic cholecystectomy for chronic lithiasic sclerotic colicystitis, after placing the clip on artery and cystic duct it was highlighted at the closure intersection of the two branches of the clip for malfunction of the device place clip pluriuse. Hematic or biliary loss after 1 our from the placing did not occurred. Consequences: prolongation hospitalization. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).